Event description:
Customer reported that csm power plug "burst" at the outlet and was scorched. There was no adverse event reported.

Manufacturer narrative:
The device was returned for inspection where it was confirmed the power cord was damaged, the device has been forwarded onto the manufacturer for further investigation. The connex spot monitors are intended to be reused by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body¿s temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. Investigation results will be provided by a final report.

Manufacturer narrative:
The power cords were inspected at the manufacturing site. The signs of excess wear included broken strain relief ribs, plating peeling off to expose the base brass material on the earth contacts and wearing of the line and neutral pins. The issue was determined to be caused by improper usage by the user which is suspected to have caused mechanical and electrical failures leading to broken wires. The connex spot monitors are intended to be reused by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body¿s temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional although there was no adverse event reported, if the reported malfunction were to recur it could lead to serious injury or death.

Event description:
Customer reported that csm power plug "burst" at the outlet and was scorched. There was no adverse event reported.